Event description:
Patient's representative reported "capsular contracture baker grade unknown and enlarged lymph nodes, fear of developing cancer, depressive episodes and anxiety". This record is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and lymphadenopathy are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown; lymphadenopathy.